Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "sinus infection", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected with juvéderm volbella® xc and the hcp injected through their cheeks into tear troughs with a cannula. Patient reported "swelling" at injection site in the cheeks. Patient went back to the hcp 2 weeks after injections and asked the hcp to "dissolve" and the doctor "refused". Patient reported having a non-device related "sinus infection" has been "having sinus issues for some time". Approximately fourteen months later, the patient reported having non-device related covid-19. Patient reported "about month" after covid experiencing the following non device related events: can't sleep and nose on the right side is "completely blocked. I'm not breathing at night. I'm pacing around not sleeping. Do I have swelling from the volbella? I'm going crazy with this. I'm not breathing right"! Patient reported, " I saw an ent and they told me about my sinus cavity is blocked". The ent told me "if not cleared up" I have to have surgery on my nose. The ent said, " my breathing problem" is a separate issue from the volbella.¿ symptoms are ongoing.